Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue occurred on (B)(6) 2015. The patient detailed that she manages her diabetes by self-adjusting her insulin doses and it is unknown if she made any changed to her diabetes management routine in response to the alleged issue. The patient claimed that ¿one or two days¿ after the alleged issue she developed symptoms of feeling ¿dizzy and fever¿ and that on the (B)(6) 2015 she visited an emergency room (ER) where she had her blood glucose tested on a ER meter which gave a result of ¿579mg/dl¿ and she was treated by a healthcare professional (hcp) with 13 units of insulin. At the time of troubleshooting the cca noted that it was not the first time the meter had been used and there was no apparent misuse of the product. The meter batteries did not need to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient reported signs of hyperglycemia and subsequently received hcp treatment for a high blood glucose excursion, after the alleged meter issue occurred.